Event description:
It was reported that during a lumbar laminectomy of the l2-l4 vertebrae, the main housing of the drill attachment heated up and burned the patient. The burn was approximately 2-3 centimeters in size, located at the incision site. The wound was treated with a topical ointment/cream, and no further medical intervention was provided. No additional medical treatment was planned, and no scarring is expected. The procedure was completed successfully using this same equipment, without causing a delay. No user injury was reported and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed extensive foreign debris contamination throughout the device, including the bearings. The presence of debris can lead to increased friction among rotating components, resulting in heat being generated. Improper or inadequate cleaning/sterilization techniques can contribute to the buildup of debris within this device. The drill attachment could not be repaired and therefore was not returned to the user facility.